Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation was not completed by the distributor (smith & nephew), and the malfunction as reported was not confirmed. No further investigation is required. Complaint information provided by smith & nephew. Device not returned to distributor.

Event description:
It was reported during an unknown patient procedure that the impactor broke during cup impaction. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.